Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was not oor with this patient. It was reported that the leads were pulled and the trial was concluded. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that he was seeing lead migration in the multi-lead trialing cable. The representative thought that the issue may be related to the way the lead was taped where it goes into the wireless external neurostimulator (wens); the representative thought that the drop from the wens to the skin may be putting stress on the leads in the wens lead channels. The re presentative mentioned seeing out of regulation in many cases in which lead migration in the epidural space or from the lead channels was an issue. No patient symptoms reported.